Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with the helix slightly stretched. The lead passed electrical testing. The reported clinical observations were not confirmed by laboratory testing and a lead fracture was not evident as the lead passed electrical testing.

Manufacturer narrative:
Upon return and analysis this investigation will be udpated.

Event description:
Boston scientific received information that during the implant of this right ventricular lead when testing the lead with a pacing system analyzer (psa) all measurements were normal besides the pacing impedances which were high and out of range. In addition the pacing thresholds appeared high. Atrial pacing clips were used with the same psa but the same results occurred. The psa cables were changed and the connection of the clips to this right ventricular lead was re checked but all appeared satisfactory while the impedances and pacing thresholds appeared high. It was decided to remove this lead and implant a new lead. A lead fracture was suspected. The newly implanted lead showed normal measurements. This lead will be returned. No adverse patient effects were reported.